Event description:
It was reported to philips that the system was unable to boot up. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the customer was performing a planned treatment/non-emergency treatment of an oncology procedure. The procedure was completed with a respiratory study without performing a three-dimensional computerized tomography image on the patient. The philips field service engineer (fse) inspected the system onsite and found that the system was unable to boot up. Upon troubleshooting, the fse checked the system and found that the software on the 3d workstation pc had crashed, and there was no image on the 3d workstation computer due to the system not booting up correctly. To resolve the issue, the fse reloaded the software and license, reloaded the configuration, and completed the calibrations. After reloading the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.